Event description:
Related manufacturer report number: 3006705815-2022-01177. It was reported that the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention is pending to address this issue. Note: it is unknown which lead migrated, so both are being reported.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that patient underwent surgical intervention on 10may2022 in which their leads were explanted and replaced.